Manufacturer narrative:
(B)(4). Product problem is checked in addition to adverse event. Upon follow up, it was further clarified that the cause was reported as ¿a pinhole like defect around 25cm below the twist clamp¿. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The previously reported peritonitis was reported to be due to a break in aseptic technique leading to a hole in the tube, but as this was not verified, the cause of the previously reported peritonitis remains as due to a leak due to a hole in the tubing of the transfer set. The previously reported peritonitis was manifested by cloudy effluent. On unreported date(s), the patient was treated with intraperitoneal vancomycin (dosage, frequency, and duration not reported) for the previously reported peritonitis event. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovered from the previously reported peritonitis event (previously, the outcome was not reported). The patient was not retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The patient¿s age was reported as ¿in the forties¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a leak and subsequently developed peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and high white blood cell count in the effluent. The cause of the peritonitis was reported to be that the transfer set was found to be leaking due to a hole; further described as "the patient had noticed the connecting tube getting wet during automated pd at home." On the same day the patient was diagnosed with peritonitis and was hospitalized. On an unreported date, the patient began treatment with unspecified antibiotics for the peritonitis. At the time of this report the patient remained hospitalized and the outcome of the peritonitis event was not reported. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4): should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection was performed. During inspection, a hole in the tubing approximately 8 inches from the twist clamp was found. Functional testing was performed and the device passed all functional tests performed, except the underwater pressure leak test where a leak was observed through the hole in the tubing. Therefore, the reported problem of leak from the tubing was confirmed, although the source of the hole could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.